Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). While it has been confirmed that no sample is available from the customer for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a patient was receiving a sodium bicarbonate infusion for more than 48 hours and a methotrexate infusion through a PICC line. The nurse was exposed to a chemotherapy drug when she checked the IV line when the pump was alarming "distal occlusion patient side." On further examination, a crack in the hub was discovered. The cracked hub was removed, the PICC line was scrubbed and the hub replaced. There was no additional leak found after the hub was replaced. No injuries were reported.